Manufacturer narrative:
(B)(4).

Event description:
Reporter called in because they just finished the 2 hour warm up and after couple of hours getting readings the system went back to warm up again - not enough information to determine and document the issue - there's an alert or message prior to the device going back to the warmup period but pt can't remember the message - not enough information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.